Event description:
It was reported that the post on the broach snapped off while the surgeon was broaching the femur.

Manufacturer narrative:
Eval summary: it is unk if the proper surgical technique was used to broach the femur. The mating instrumentation used with the broach is unk. If an incorrect instrument was used with the broach, toggle between the broach and the instrument could create a large shear force on the post upon impaction. The deformed material on the surface around the post may indicate that the broach was subjected to excessive levering forces, which could lead to post fracture. The fracture also could have been caused by fatigue due to normal loading over the life of the device. Based on the info provided, no definitive cause for the fracture can be determined with certainty. Eval: the apr broach was returned for eval. As returned, the post which connects to the broach holder has been fractured off and was not returned. There is some damage to the surface around the post location. Some material on the outer edge of the area where the post used to be slightly deformed upward. The cutting teeth appear to be in good condition. The material hardness of the broach was checked and found to be conforming to the specifications. The dimensions were also conforming where measured. The device had a potential field age of 9 yrs and 7 months at the time of the event. The device history records were reviewed and found to be conforming to the mfg, inspection, and packaging specifications.